Event description:
Patient's mother reported the menu button and the confirmation button on the infusion device do not work. Mother stated she has to push the buttons more times to make them work but many times they do not work. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a careless handling of the product. Result the soft-components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification. The problem mentioned by the customer is related to careless handling of the product.